Event description:
Failure to alarm npwt therapy initiated on a perineal wound of patient who has diagnosis of necrotizing fascitis. Large amounts of drainage noted to be pooling under drape. Npwt pump was on, functioning and set at continuous therapy at 140mmhg. The pump as not pulling off excessive drainage as was expected. Pump did not alarm for excess drainage or pooling.

Manufacturer narrative:
A pump malfunction was not confirmed as the device was not returned for evaluation. The root cause of the reported issue cannot be determined. The use of renasys ez plus is contraindicated in the presence of necrotic tissue (reference the instructions for use). A possible root cause is a blockage caused by clotting which occurred at the wound site. The renasys system provides blockage detection from the controlled leak path (the t-connector) to the canister. By design, the device will not alarm for blockage if the occlusion is below the t-connector (controlled leak path) on the wound side. It is recommended that the device be returned for investigation to rule out a possible device malfunction. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.